Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not bootup. There was no display in the host pc screen and the system unexpectedly shut down and restarted. The fse found that the host pc hard drives were not turning on during the bootup. The fse confirmed that there was a defect in the host pc due to the battery. The fse replaced the cmos battery in the host pc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system would not boot up. There was no report of harm. Philips has started an investigation of this complaint.